Event description:
It was reported that when the balloon was inserted, the guidewire could not pass through the catheter "normally". As a result the catheter was removed. A 2nd iab was not inserted as "the doctor decide to stop the operation, so there is no 2nd iab inserted". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "guide wire could not pass through the catheter normally" was confirmed based upon the sample received. The customer returned a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample (inp-2, inp-4) for investigation. The sample was returned in a cardboard box and was loosely packed inside an original packaging carton/tray (inp-1, inp-3). Upon return, the peel away sheath was noted on the returned iabc (inp-6, inp-9). The one-way valve was tethered to the short driveline tubing (inp-6, inp-7). The bladder was fully unwrapped (inp-8). A bend to the iabc central lumen was noted at approximately 43.5cm from the iabc distal tip (inp-10). Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0061in and was within specification of process document. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times according to quality system document with similar results. Blood was noted within the one-way valve and one-way valve seal upon cleaning. The one-way valve was properly cleaned and tested again; the one-way valve passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 43.3cm from the iabc distal tip, which is the locations of the previously noted bend. The guidewire met resistance and could not advance at approximately 73cm from the iabc distal tip. No blood or debris were noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 9.5cm from the iabc luer. No blood or debris were noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the occluded central lumen. The root cause of the occlusion was undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that when the balloon was inserted, the guidewire could not pass through the catheter "normally". As a result the catheter was removed. A 2nd iab was not inserted as "the doctor decide to stop the operation, so there is no 2nd iab inserted". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).